Manufacturer narrative:
(B)(6). The device was manufactured from june 12, 2019 - june 13, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found a crack line located on the fillport which made it difficult to fill device because fluid would leak out at the crack line on the fillport during fill. The reported condition was verified. The cause of the condition was not determined, however, the most probable cause was determined to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was "faulty" during filling; this was further described as ¿the nurse was unable to load the pre-filled saline infusor with the reconstituted drug through the fill port.¿ the nurse was able to access the fill port, however, could not fill the infusor with the drug (unspecified antibiotic). The set was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.